Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received void of staples. The returned cartridge had the lockout tab damaged; it appears that an attempt was made to fire the device with a spent cartridge, or with a partially fired cartridge that had an activated lock out spring. When this occurs, the lockout tab on the cartridge becomes damaged. In addition, the instructions for use states, "note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. " no functional test was performed, as the firing mechanism was note to be damaged. However, the device did opened and closed without any difficulties. The device was disassembled to verify the conditions of the internal components and the firing trigger teeth were found broken. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a throacoscopic wedge resection of the lung, the device was applied, but a "cracking" sound was encountered. The release lever would not release, causing the hand lever to be forcefully released. After removal of the device, it was noticed that the device did not staple or cut. Another device was used to complete the procedure. There was no adverse patient consequence.